Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up, down and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
Customer reported via phone call that they had a high blood glucose value of 200-300 mg/dl. Customer's other blood glucose value was 190 mg/dl. Customer had no delivery and the arrows on the buttons wore off. Customer reports event was resolved by changing complete set the customer was treated with insulin pump. Declined trouble shoot for high blood glucose. The device was expected to be returned for analysis.